Event description:
It was reported that an overinfusion was observed on a small volume 2.5 infusor device. This occurred during patient infusion with the total fill volume being 100ml: 5fu 60ml and saline 40ml (non baxter product). The actual flow rate was 100ml/26hr. There was patient involvement reported, however there was no patient injury or medical intervention reported.. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device operated within specification. Should additional relevant information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample was received for evaluation. Visual inspection was performed for any signs of abnormality that could have contributed to the reported condition; however, none were found. A functional flow rate test was conducted on the sample for 38 hours. At the end of the flow test period, the flow rate was found to be within the specification. Initial evaluation did not confirm the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.